Event description:
Surgical intervention took place to explant and replace the lead, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. The patient is also experiencing autoreduction of therapy as a result. Surgical intervention is planned to address the issue.